Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Joint and muscle pain [arthromyalgia]. Depression [depression] . Asthenia [asthenia]. Patient presents with a set of signs that may be related to an intolerance to metals/essure device contains products that are toxic to my health [toxic effect of unspecified metal]. Very ill [illness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) ) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2017 days after essure insertion, she experienced arthralgia ("joint and muscle pain"), depression ("depression") and asthenia ("asthenia"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced metal poisoning ("patient presents with a set of signs that may be related to an intolerance to metals/essure device contains products that are toxic to my health") and illness ("very ill"). The patient was treated with surgery (hysterectomy with salpingo-oophorectomy bilateral.). At the time of the report, the outcomes for medical device removal, arthralgia, depression, asthenia and metal poisoning were unknown. The reporter considered metal poisoning to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, depression, asthenia, medical device removal or illness. The reporter commented: period of occurrence: several years since 2020. Date of onset: 15-jun-2022. I decided to have it removed because the essure device contains products that are toxic to my health, and I am, for that matter, very ill. So I had a total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] joint and muscle pain [arthromyalgia] depression [depression] asthenia [asthenia] patient presents with a set of signs that may be related to an intolerance to metals/essure device contains products that are toxic to my health [toxic effect of unspecified metal] essure device contains products that are toxic to my health, and I am, for that matter, very ill. [Illness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6)2024. The most recent information was received on (B)(6)2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On (B)(6)2022, 2017 days after essure insertion, she experienced arthralgia ("joint and muscle pain"), depression ("depression") and asthenia ("asthenia"). On (B)(6)2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced metal poisoning ("patient presents with a set of signs that may be related to an intolerance to metals/essure device contains products that are toxic to my health") and illness ("essure device contains products that are toxic to my health, and I am, for that matter, very ill."). The patient was treated with surgery (hysterectomy with salpingo-oophorectomy bilateral.). At the time of the report, the outcomes for arthralgia, depression, asthenia and metal poisoning were unknown. The reporter considered metal poisoning to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, depression, asthenia, medical device removal or illness. The reporter commented: period of occurrence: several years since 2020. Date of onset: (B)(6)2022. I decided to have it removed because the essure device contains products that are toxic to my health, and I am, for that matter, very ill. So I had a total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.